Event description:
It was reported that the customer programmed a bolus higher than she intended to. Husband stated that he suspended the insulin pump however noticed that it was delivering more than she should have. Customer's blood glucose reading at the time of the call was 322 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.